Event description:
It was reported that the battery housing opened during a procedure. There were no reports of adverse consequences associated with this event. No additional information has been received despite numerous attempts.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. The lot number was not provided, so the device history record cannot be reviewed.